Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display was lightly scratched. It was also noted that there was moisture under the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/22/2013 - device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: the display lens was found to be scratched. During testing, the display was found to be faded, discolored and difficult to read. A test display was inserted and found to function properly with no visible signs of fading or discoloration. A battery compartment crack was observed in the thread area. A leak test verified a leak at the battery compartment crack. The pump case was removed and evidence of moisture contamination was found on the internal components of the pump. Evaluation revealed that the battery cap was not able to fully tighten due to damaged battery cap threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.